Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient expired on (B)(6) 2020 at the nursing home. It was reported that the cause of death was unknown. The patient previously underwent a pacemaker system implant on (B)(6) 2019 that resulted in complications including cardiac perforation, pericardial effusion, and emergent right ventricular laceration repair. After the procedure, the patient also suffered from cerebrovascular accident with noted right side weakness and slurred speech. The patient was discharged from the hospital to the nursing home. The patient followed up again with the electrophysiologist on (B)(6) 2019 and no changes were noted. The patient was later reported deceased at the nursing home. Related manufacturer reference number: 2017865-2019-15078, 2017865-2020-02733